Manufacturer narrative:
Date of event estimated the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The proglide was used with axillary access. It should be noted that the proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the IFU violation contributed to reported event. The investigation was unable to determine a conclusive cause for the reported separation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that a proglide was used with axillary access. A separation was noticed. No additional information was provided.

Manufacturer narrative:
Date of event estimated the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The proglide was used with axillary access. It should be noted that the proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the IFU violation contributed to reported event. The investigation was unable to determine a conclusive cause for the reported separation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that a proglide was used with axillary access. A separation was noticed. No additional information was provided.